Manufacturer narrative:
The device was disposed, therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure, the balloon ruptured. The lesion being treated was located in the 99% stenotic and calcified left anterior descending artery (lad) coronary artery. The maverick2 monorail balloon was being used for re-dilatation of a stent. The balloon ruptured at 14 atms. The number of inflations and to what atms is unk. The procedure was completed with a different device. No pt injuries or complications were reported. Pt status is reported a "good".